Event description:
Upon review of the vns programming history database, it was observed on (B)(6) 2010, a faulted system diagnostic test occurred which changed the patient's settings to unintended parameters. A final interrogation was performed prior to the patient leaving the clinic, but the settings were not corrected. Manufacturer labeling indicates to perform final interrogations prior to patients leaving the clinic to ensure the device is at intended parameters. The output current was programmed to 1.25 ma but the other settings were not corrected. No patient adverse events were reported. The settings were programmed to intended settings on (B)(6) 2010.

Manufacturer narrative:
Review of programming history.